Event description:
It was reported that the customer had change battery and received an alarm on the insulin pump. The customer's blood glucose level was 238 mg/dl. The troubleshooting was performed. The customer stated tha the insulin pump alarm during normal use. It was explained to the customer that the battery out alarm during normal use may indicate a loose battery cap. The customer was advised to monitor and we will sent replacement for the battery cap. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).